Manufacturer narrative:
There are no reported events involving external trauma or excessive movement that are likely to have caused or contributed to the malfunction of the implanted leads. The leads are unavailable for evaluation by the firm. The leads were unable to be fully removed and were cut during the revision procedure. A portion of the leads remains implanted and the portion removed was discarded during the procedure. Cause of the malfunction is unable to be determined.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 and the system was successfully activated on (B)(6) 2024 . Patient initially reported reduction in pain levels from 9/10 down to 3/10 and stated that the pain was much improved. Within a couple of months of implant, the patient began to report reduction in pain relief. Field testing found that contacts on the implanted lead were not functioning as expected. On (B)(6) 2024 a surgical revision was performed to replace the existing 4 contact leads with new 8 contact leads. During the procedure the original leads were unable to be fully removed and the distal ends were left in place. Although there was no reported issue with the implantable pulse generator (ipg), it was replaced during the procedure to accomodate the new 8 contact leads that were added.